Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11 corrected field: g1 (contact person mfg site).

Manufacturer narrative:
Testing of actual/suspected device(10,3213) a getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse determined that the k6, k7, k8 drive assembly needed to be replaced (0104-00-0018), replaced drive assembly. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had inflation failure. No patient harm, serious injury or adverse event was reported.